Event description:
Gas tank received in respiratory department. Tank labeled "lung diffusion mixture". Upon further inspection, label read "lung diffusion mixture, acetylene/methane". Tank was labeled "non-flammable" and was not labeled "poisenous". No injuries as a result of this. MFR called and made aware of this.